Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The physician commented that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was stuck during insertion. Upon checking the tip, the tip of the sheath was found to be slightly distorted. It was not determined whether it had been there since opening the package, so this issue was resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small to another new one. The procedure was completed without patient's consequence. Additional information was received. The tip was crushed. No internal sheath mechanism exposed. The tip was not rough or non slippery. There were no lifted or damaged electrodes. The needle used was the terumo, surflo,18g needle. The issue was observed prior to inserting it into the patient's body.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4) during an internal review on 28-nov-2023, the event was reassessed and downgraded from a reportable h6. Medical device problem code of ¿break (a0401)¿ to a not reportable ¿material to soft / flexible (a040608)¿ issue as the details suggest a not reportable soft tip of the sheath issue in which the device was not inserted into the patient.